Event description:
It was reported that the device speed varies without adjusting box. There was no back-up available. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of erratic speed control could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. Mdu speed remained constant during functional testing on both ports. Speed did not vary without changing settings on touchscreen or by using variable speed control on footswitch. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.